Event description:
It was reported the epg (external pulse generator) was dropped, and the ventricular connector and battery compartment were broken. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device was dropped. It was confirmed that the ventricular output connector and battery drawer were broken. It was also noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched, and the display was out of electrical specification with missing pixels. (B)(4).